Event description:
It was reported that, during a robotic laparoscopic prostatectomy procedure, while surgeon was opening and closing the jaws of the bipolar maryland forceps instrument, it was observed that the tips were not closing properly. The instrument was removed and replaced with a new bipolar maryland forceps to continue the surgery. There was no patient injury.

Manufacturer narrative:
D9: device available for evaluation?, return date, h3 and h6: annex b, annex c, annex d and annex g have been updated. Device evaluation: medtronic led an evaluation of the returned bipolar maryland forceps (bmf), as well as the associated device data and provided images. Visual inspection of the returned bmf noted there was no corrosion on the electrical contacts. There was misalignment of the jaws of the instrument. Microscopic inspection of the drive cables noted no damage. Part of the white plastic pulley was cracked. There was epoxy separation between the spacer and the pulley on one side. Functionally, the jaws were manipulated into multiple positions in order to inspect the cables. Despite the misalignment, the jaws were able to achieve each position fully with no difficulty. Electrical testing was performed and the instrument was read with no observed failures. Additionally, the investigation detected the unreported condition of epoxy separation that is related to the reported condition. Evaluation of the device data indicates that the bmf was connected to arm cart assembly 1 with sterile interface module sn: c25amc0315. There were no other errors associated with this bmf in the logs. The system does not directly log the state of the instrument jaws or the pulley. The use life of the instrument was one hundred and twenty-four minutes with a use count of two at the time of failure. Review of the provided images notes the first photo shows the distal end of the instrument. There was separation of the epoxy on the pulley. The second photo shows the housing of the instrument. The serial number shown matches the reported serial number. Evaluation of the bipolar maryland forceps confirmed the reported condition. The root cause for the reported plastic fracture condition may be attributed to the current jaw subassembly design. The pulley fractures are caused by high cyclic forces from the instrument drive unit (idu) motors combined with a thin plastic wall condition in the pulley. Improvements have been initiated to mitigate this condition. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, during a robotic laparoscopic prostatectomy procedure, while surgeon was opening and closing the jaws of the bipolar maryland forceps instrument, it was observed that the tips were not closing properly. The instrument was removed and replaced with a new bipolar maryland forceps to continue the surgery. There was no patient injury.